Manufacturer narrative:
Eval results: eval of the returned product shows that when tested with new batteries the alarm does power on. However, the low battery led indicator light did not come on. The power and low battery led lenses are not seated properly. (B)(4).

Event description:
Customer claims that the alarm has no power when tested with new batteries. The issue was discovered during set-up. There was no pt contact reported. Eval for the retuned product found that the low battery led indicator light did not come on.